Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose reading and hospitalization from the insulin pump. The customer's blood glucose reading during the time of the hospital visit was 576 mg/dl. The customer stated that he has been receiving a lot of no delivery alarms. The customer stated that he received a motor alarm and the whole pump went blank. The customer was advised to do a complete set change. The customer was advised to call back to troubleshoot. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify excessive no delivery alarm and perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. No alarm during testing. The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump received with cracked reservoir tube lip and minor scratched lcd window.